Event description:
During a lap nephrectomy, bleeding occurred at the gonadal vein after sealed by device. Surgeon used clips to control bleeding. No pt harm was reported.

Manufacturer narrative:
The device was received covered in coagulate. Prior to testing, the jaws were cleaned per the IFU (instructions for use). Testing of the device could not confirm the device complaint. The device activated to the correct generator default setting, coagulate and cut to MFR specifications with no problems noted.